Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. To determine an exact root cause a device investigation would be necessary. Re-implantation is likely but no date for surgery has been scheduled at this time.

Event description:
The patient can hear and fitting was possible, however hearing is not as good as it was earlier, mainly because some channels had lost the ability to increase volume. With the last map 4 channels were switched off. The hearing performance with the device has changed gradually. Re-implantation is likely but this is not considered to be an urgent case by the clinic as the patient can still hear, and therefore no date for surgery has been set at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient can hear and fitting was possible, however hearing is not as good as it was earlier, mainly because some channels had lost the ability to increase volume. With last map 4 channels are switched off. The hearing performance with the device has changed gradually.

Manufacturer narrative:
Device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. In addition, damage to the active electrode likely caused by minute device mobility has been identified during investigation. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
In situ measurements indicated a device malfunction. The patient could hear and fitting was possible, however hearing is not as good as it was earlier, mainly because some channels had lost the ability to increase volume. With the last map 4 channels were switched off. The hearing performance with the device has changed gradually. The patient is no longer able to hear much.